Event description:
The dentist reported that the patient presented with this fractured abutment screw.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned product confirmed this screw was fractured and the hex was damaged. No lot or order number was provided. Although an in depth dimensional inspection is limited due to the damage, visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.